Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was more than 500 mg/dl. Customer stated that he was unsure of the exact number and had to get syringe to deo manual injection. The customer was assisted with troubleshooting and declined for high blood glucose due to the cause being the motor error alerts on the insulin pump. The drive support cap was normal and insulin pump was not exposed to high magnetic field. Customer was unable to clear the alarm. Customer was unable to complete insulin pump rewind. The insulin pump will be returned for analysis.